Event description:
It was reported that on (B)(6) 2023, a 28mm amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage (laa) closure using a 14f amplatzer amulet delivery sheath. During procedure, heparin was administered and the physician was looking for the right positioning of the device inside the laa, some cardiac effusion was noted. The amulet was implanted after multiple manipulations and there was a difficulty to trying to get the right device alignment with respect to the laa axes. There the device was in the pericardium. A pericardiocentesis was performed. Due to pericardial effusion cardiac tamponade was noted. The physician mentioned patient had hypotension in catheter lab. The patient was moved to the surgical room to solve tamponade. The patient was reported stable.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of low blood pressure/hypotension and pericardial effusion lead to cardiac tamponade was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Reportedly, during procedure, the physician was looking for the right positioning of the device inside the laa, some cardiac effusion was noted. The amulet was implanted after multiple manipulations and there was a difficulty to trying to get the right device alignment with respect to the laa axes. Due to pericardial effusion, cardiac tamponade was noted and pericardiocentesis was performed. The physician mentioned patient had hypotension in catheter lab. The patient was moved to the surgical room to solve tamponade. Based on the information received, the cause of the reported events could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.